Event description:
It was reported that on: on (B)(6) 2008: the patient underwent: anterior cervical discectomy and decompression c5-6, c6-7 with anterior cervical fusion with placement of structural bone graft and anterior instrumentation from c5 through c7. Preoperative diagnosis: degenerative joint disease c5-6 and c6-7; cervical spondylosis with radiculopathy. Pre-op notes: ¿we then fashioned a bone into each of the disc space using a 6mm and 7mm, placing bone graft in each of the structural bone graft. We placed a structural bone graft into each of the disc spaces and then fit rather well. We then with a burr removed the anterior osteophytes and irrigated this rather well and placed a plate on top of these screws into each level and held rather well. We checked ap and lateral c-arm and felt to be in good position.¿ on (B)(6) 2008: patient was discharged from the hospital. On (B)(6) 2008: the patient underwent MRI of the right shoulder. Impression: mild tendinopathy of rotator cuff with no tear. Small tear of the glenoid labrum. Minimal subacromial bursitis. On (B)(6) 2009 the patient was presented for office visit with shoulder tightness and muscle spasm. Diagnosis: left shoulder/arm- l trapezeus spasm. On (B)(6) 2009, (B)(6) 2010: patient presented with complaints of cough, and underwent radiological study of chest. Impression: normal two view chest. On (B)(6)2010: patient presented with complaints of neck and shoulder pain, and underwent x rays of the cervical spine. Comparison was made to the study from (B)(6) 2008. Impression: migration of the fusion plate slightly away from the lower cervical spine especially noted at the c7 level when compared to the study from 2008. Loosening of the left fixation screw involving the c7 level. Migration of the right fixation screw out of the fusion plate and into the soft tissues of the pre vertebral region at c7 level, which as occurred since 2008. Degenerative changes noted to the c4-5 intervertebral disc space level. On (B)(6) 2010 the patient was presented for office visit with shoulder tightness and muscle spasms. Patient also reported neck pain. Diagnosis: right shoulder arm- acromioclavicular joint, impingement syndrome, possible tear of the rotator cuff. Impression: cervical spine- status post anterior cervical decompression and spinal fusion at c5/7 and there is internal fixation present. On (B)(6) 2011: patient presented with complaints of right flank pain. Diagnosis: costochondritis. On (B)(6) 2011: patient presented with complaints of rib pain, and underwent radiological study of right ribs, unilateral. Impression: normal ribs. On (B)(6) 2011: the patient was presented for office visit with right side ribs, with no known injury, she says her pain is worse when laying down. Diagnosis: pain dysfunction syndrome with the following components: degenerative disc disease and myofascial pain syndrome. On (B)(6) 2011 the patient was presented for office visit with pain in thoracic spine. Diagnosis: radiculitis. Pain dysfunction syndrome with the following components: degenerative disc disease and myofascial pain syndrome. On (B)(6) 2011 the patient was presented for office visit with right shoulder and thoracic spine pain. Diagnosis: acromioclavicular joint, impingement syndrome, possible tear of the rotator stuff. Cervical spine: post operative cervical spine status post anterior cervical decompression and spinal fusion at c5/7 and there is internal fixation present. Diagnosis: neuropathy. Pain dysfunction syndrome with the following components: degenerative disc disease and myofascial pain syndrome. On (B)(6) 2011: patient presented with complaints of congestion and cough. On (B)(6) 2011: patient presented for an office visit with complaint of thoracic and lumbar plexus lesion. Assessment: thoracic plexus lesion; lumbosacral root lesions. On (B)(6) 2011: patient presented for an office visit with complaint of thoracic and lumbar plexus lesion and cervicalgia. Assessment: thoracic plexus lesion; lumbosacral root lesions. On (B)(6) 2011 the patient was presented for office visit with lumbar spine pain. The patient underwent x rays of cervical spine and lumbar spine. Cervical spine: the devices are located anteriorly. It is in an appropriate position. The device appears to have failed. The screws have migrated. The device appears to be loose. The fusion appears to be probably solid. Lumbar spine: decreased joint space at l5-s1. Diagnosis: degenerative disc disease, acute lumbar strain. On (B)(6) 2011 the patient was presented for office visit with causalgia now from cervical herniated disc. The patient underwent cervical epidural. Injected was 1ml xylocaine and 4mg dexamethasone. On (B)(6) 2012 the patient underwent cervical epidural procedure. Injected were 2cc of xylocaine and 4mg of dexamethasone. The patient reported in the office visit, pain continues. On (B)(6) 2012 the patient was presented for office visit with back pain. The patient underwent MRI of the lumbar spine. Impression: normal spine. No significant disc herniation or bulge identified. Assessments: degenerative disc disease. On (B)(6) 2013: patient underwent bilateral mam bilateral screening. Impression: benign findings on the mammogram. On (B)(6) 2013 the patient was presented for office visit. She reported low back pain and radiculopathy to the right leg, chronic pain in the neck. Cervical pain continues. On (B)(6) 2013 the patient was presented for office visit with lumbar pain, midline shift, paravertebral muscle spasm, obvious bulging disc. Shooting pain down the right leg. On (B)(6) 2013 the patient was presented for office visit with cervical pain and was known to have cervical radiculopathy, cervical disc. The patient has lumbar pain through l3-4-5 dermatomes. The patient underwent 6mg dexamethasone injection in the caudal epidural space without problem. On (B)(6) 2013 the patient was presented for office visit with back pain. Patient reported lower back pain that radiates into her leg and feet. The patient underwent x rays of the lumbar spine. Impression: mild degenerative changes but no significant changes of the lumbar spine. Assessments: degenerative disc disease, lumbar. On (B)(6) 2013 the patient underwent MRI of the lumbar spine. Impression: normal lumbar spine MRI. No significant disc herniation or bulge identified. On (B)(6) 2013 the patient was presented for office visit with back pain. Assessments: degeneration of lumbar or lumbosacral intervertebral disc. Patient also underwent whole body bone scan. Impression: whole body scan failed to demonstrate any abnormalities. On (B)(6) 2014 the patient was presented fro office visit with lumbar neuralgia and lumbar pain. The patient had both cervical bulging disc, as well as lumbar bulging disc. The lumbar pain is to l3-4-5 dermatomes on the right and left side. She also reported shooting pain to the low back and the pain did continued. On (B)(6) 2014 the patient was presented for office visit with back pain. The patient underwent bone scan. Whole body bone scan failed to demonstrate any abnormalities. Assessments: degenerative disc disease. On (B)(6) 2014: patient underwent x-ray of wrist and forearm due to left wrist pain. Impression: distal ulnar fracture. On (B)(6) 2014 the patient was presented for office visit for evaluation and review. The patient reported chronic pain. The patient had lumbar pain at l3-4-5 dermatomes. On (B)(6) 2014, the patient presented with primary diagnosis of sprain of unspecified site of back. On (B)(6) 2014, the patient presented with primary diagnosis of sprain of unspecified site of back. The patient underwent ultrasound and manual therapy. On (B)(6) 2014 the patient underwent transforaminal epidural steroid injection. Preoperative diagnosis: lumbar herniated disc and also cervical radiculopathy, si joint pain and also sciatic nerve pain. Procedure: transforaminal epidural at l3-4, l4-5, l5-s1. Bilateral facet block done at l3-4, l4-5, l5-s1. Bilateral si joint block. Bilateral sciatic nerve block. Cervical epidural tolerated well. On (B)(6) 2014, the patient presented with complaint of pain in low back. Findings: slight muscle guarding / tightness in bilateral thoracic paraspinal and rhomboids ¿ decreased significantly since its evaluation. No tenderness to palpitation noted. On (B)(6) 2014, the patient presented with care involving other physical therapy, thoracic sprain. On (B)(6) 2014: patient presented for a recheck for her left wrist. Assessment: fracture of distant ulnar. On (B)(6) 2014: patient presented with complaint of lower lumbar pain. Patient had residual right facet joint, right si joint. For which, patient underwent a facet block at l5-s1. On (B)(6) 2014: patient presented for an office visit for evaluation, review and treatment with complaint of continued chronic pain. On (B)(6) 2014: patient presented for an office visit for evaluation, review and treatment with complaint of cervical neuralgia. On (B)(6) 2015: patient had a facet joint block at l5-s1 and caudal epidural as patient had cervical and lumbar neuralgia. Patient comp lained that lumbar pain is increased. Patient had sciatica from l5-s1, with sciatic nerve involvement, and facet joint pain. On (B)(6) 2015: patient presented for an office visit for evaluation, review and treatment with complaint of chronic back pain. On (B)(6) 2015: patient presented for an office visit for evaluation, review, and treatment. Patient was here for rejuvenation. For which, patient underwent following procedures: microdermabrasion done. Botox injection. Collagen injection. Platelet rich protein. Patient tolerated the procedure well with no complications reported (B)(6) 2015: patient presented for an office visit with complaint of neck pain with bilateral arm pain. Assessment: pain-neck; cervical radiculopathy. (B)(6) 2015: patient underwent CT of cervical spine without contrast. Impression: right-sided c7 screw has completely retracted from the bone and metallic plate, displaced into the adjacent soft tissues to the right of midline immediately posterior to the right lobe of the thyroid. The left c7 screw remains in position, but shows evidence of early loosening without displacement. The c5-c7 plate remains well apposed to the bone with the c5 and c6 screws fairly unremarkable on CT. C3-4 and c4-5 have moderate unilateral left-sided facet arthropathy with mild subluxations. C4-5 also has diffuse disk bulge with resulting mild central stenosis. The c6-7 disks shows minimal, if any, fusion of the central bone graft. On (B)(6) 2015: patient presented with complaint of neck and bilateral arm pain. Assessment: pain-neck; cervical radiculopathy; non union of cervical spine. On (B)(6) 2015: patient underwent x-ray of chest. Impression: no acute intrathoracic process. Displacement of the right interior fixation screw from buttress plate in the lower cervical region. On (B)(6) 2015, the patient presented for pre-operative examinations. On (B)(6) 2015: patient presented for an office visit for evaluation, review and treatment with failed cervical back and severe chronic pain. On (B)(6) 2015: patient underwent MRI of cervical spine without contrast. Impression: prior surgery with anterior fusion at c5 through c7. At c4-5, there is left paracentral disk osteophyte without significant central canal stenosis. At c2-3, mild disk bulging without significant canal or neural foraminal stenosis. At t2-3, small disk bulge without central canal or neural foraminal stenosis. On (B)(6) 2015: patient had complaint of neck pain, bilateral arm pain pre-op. On (B)(6) 2015: patient presented with chief complaint of neck pain, bilateral arm pain, previous cervical 5-6, and 6-7 fusion with cervical 6-7 nonunion. Progressive worsening symptomatology, intermittent tingling in the arms, intrascapular area as well as neck pain. Patient underwent x-ray of cervical spine. Impression: intraoperative fluoroscopic imaging with removal of anterior fusion hardware and subsequent placement of new anterior and posterior fusion hardware at the c6-c7 levels. On the same day, patient had pre-op diagnoses as: nonunion. Hardware failure. Cervical radiculitis. For which, patient underwent following procedures: fusion mass exploration with hardware removal anterior cervical spine c5-6, c6-7. Anterior cervical discectomy c6-7. Partial corpectomy c6. Intervertebral spacer structural allograft. Anterior cervical fusion c6-7. Anterior instrumentation c6-7. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
X-ray image review: "multiple ap and lateral post op images are provided after c5-6 and c6-7 acdf. In this series of images, an early (3 month) back out of one of the c7 screws is observed. Eventually this screw extrudes entirely into the soft tissue. On most recent x-ray fusion appears present at c5-6 and c6-7. Possible causes include failure to engage locking mechanism, placement into tap/pin hole from distractor, wrong size hardware. Root cause indeterminate."

Manufacturer narrative:
(B)(4). (Non-union) neither the product nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2008, the patient underwent surgery in which anterior cervical plate system was implanted for the purpose of stabilizing patient's spine after decompression laminectomies to achieve fusion. Specifically, the patient underwent anterior cervical discectomy and fusion at c5-c6 and c6-c7. Post-op, on (B)(6) 2015, the patient underwent CT scan of her spine, which revealed a nonunion at c6-c7 and the right side c7 screw having completely retracted from the bone and metallic plate and displaced into the tissue to the right of the midline immediately posterior to the right lobe of the thyroid. The left c7 screw showed evidence of early loosening. The set screws and locking caps loosened before achieving fusion. The patient sustained severe and serious injuries to diverse portion of her body and the need for multiple surgeries. The injuries were reported to be permanent. The patient sustained great pain and suffering. The patient was also reported to have lost ability to work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.